Event description:
A customer reported that their pump alarmed with an alarm 20 during the loading process. There was no adverse impact to the customer¿s blood glucose level. Although a new cartridge was loaded following guidance, the alarm recurred, and the customer could not resume insulin therapy. Technical support arranged for the pump to be replaced, confirmed the customer¿s shipping address, provided instructions, and ensured that the customer would use a replacement pump in the meantime. The customer was instructed to return the defective pump with a pre-paid label within ten days.